Manufacturer narrative:
One level 1 hotline low flow system was returned with wear and tear on front cover and enclosure, a cracked water tank cover and damaged display. Old style components include, enclosure and printed circuit board (pcb). Leak testing with water in the water tank was conducted and the reported leaking issue was confirmed. The water tank cover was cracked. No action will be taken to fix the issue due to the device's age and condition. The cause of the issue is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system gasket would not seal leaking and the casing was replaced. There was no reported adverse event.